Event description:
It was reported by service report that the bed was reading error 201 on the footboard. The scale was not accurate and the bed exit was affected. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.